Event description:
On an unk date, the pt was treated for a traumatic aortic disruption with either gore tag or excluder devices. The left common carotid artery was unintentionally covered and flow significantly diminished. Open exposure of the common carotid artery was performed for retrograde delivery of a balloon expandable bare metal stent, which successfully restored flow. The pt did well thereafter.

Manufacturer narrative:
This was originally reported in the journal of vascular surgery.